Event description:
It was reported that the patient was not getting adequate pain relief, and the patients non-rechargeable implantable pulse generator had reached the end of its battery life. It was unknown if the patient was a high frequency user. The patient underwent a procedure wherein the ipg was replaced with a rechargeable device. The patient was doing well postoperatively. The explanted device will not be returned as it was not released by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.